Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that not receiving the product, resulted in a medical event. The customer initially reported on (B)(6) 2021, that the adc freestyle libre 2 sensor detached after 2 days of wear. On (B)(6) 2021, the customer called back to report that due to a delivery issue involving the replacement product, she was unable to check her glucose levels and required constant treatment that was provided by a third party. The customer further reported contacting her doctor via phone due to ¿out of control high glucose levels¿, and she has been be-ridden, and continues to receive unknown treatment from a third party. No further information was provided. There was no report of death or permanent injury associated with this event.